Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, the patient's wife reported that the patient had low readings (75 mg/dl) when the patient lost consciousness. The paramedics were contacted around 3:00am. When paramedics arrived, the bg was 43 mg/dl. Paramedics provided the patient 2 sachets of strawberry gel. The patient was disoriented and unable to answer questions from the paramedics. The patient's wife gave the patient juice and the patient's blood sugar was slowing increasing. Paramedics checked a bg again and it was 126 mg/dl and the cgm reading was unknown. The patient was still unable to answer questions by paramedics. The patient's wife provided the patient with 2 peanut butter sandwiches. No other treatment was provided by paramedics. When the patient was in good condition, paramedics left. No data was provided for evaluation. The allegation and a probable cause could not be determined. The reported glucose values fall within the b zone of the parkes error grid. No additional patient or event information is available

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.